Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. A picture was provided and reviewed. The picture shows the label, and the lot number matches the report. Our evaluation of the product said to be involved confirmed the report. It appears that all six bands remain on the barrel. The beads on the cord between the black bands have moved causing the trigger cord to loop outward from the barrel. The long portion of the cord is extending from the cuff end of the barrel, which is appropriate. It is unknown how or when the beads moved. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual product handling and use conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. If the barrel end of the device is handled in a rough manner the cord/beads will move on the barrel. The user is advised to visually inspect the device prior to using it. The instructions for use advise the user: "if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal variceal ligation, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that as they inserted the device through the scope they discovered that the thread alignment was not proper. The device was received and was evaluated (B)(6) 2022 . It was discovered during evaluation that the trigger cord looped outward from the barrel which could potentially lead to difficulty deploying the bands. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.